Event description:
Int'l complaint received. Customer reports "off tubing" during patient use. No reported patient injury or medical intervention. No additional information available.

Manufacturer narrative:
A request for the return of the device has been made. If it is returned and evaluated a follow-up report will be submitted. Similar incidents have been received for this lot number, ur224402. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within expected level of occurrence.